Manufacturer narrative:
(B)(4). The returned instrument was found broken at the level of the curting tip. No damages or defects have been identified at the level of the breakage. The breakage is consistent with an overloading of the tip due to compressive and bending loads. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that while preparing the vertebral endplates for surgery, the ring of the curette tip near the base of the metal shaft broke. There were no observable fragments dislodged from the instrument and no adverse effects were observed in the patient. The procedure was continued using an alternative tool. The location of the broken tip was not able to be determined.